Event description:
A customer reported that the knife was blunt upon making the incision. There was no pt harm or injury reported.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. A lot history search could not be performed because the customer did not provide lot info. Because a sample was not returned and no lot number was provided, the root cause for the blunt knife cannot be determined. (B)(4).